Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Post market surveillance is per (B)(4). Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled "hemiarthroplasty using cemented or uncemented stems of proven design". Literature article entitled, ¿hemiarthroplasty using cemented or uncemented stems of proven design: a comparative study¿ by g. Grammatopoulos, et al, published by the bone and joint journal (2015), vol. 97-b, no. 1, pp. 94-99 was reviewed for MDR reportability. This case-control study compared the outcome of hemiarthroplasty using a cemented (competitor product) or uncemented (corail) femoral stem. Most patients had undergone hemiarthroplasty using a cemented competitor stem (n = 292/412) with the remaining 120 patients receiving the uncemented corail stem. Patients were matched for all factors that have been shown to influence mortality after an intracapsular fracture of the neck of the femur. Outcome measures included: complications, re-operations and mortality rates at two, seven, 30 and 365 days post-operatively. Comparable outcomes for the two stems were seen. The overall rate of complications was 7.8%, the most common being infection (n = 15, 3.6%) followed by intraoperative fracture of the calcar (n = 13, 3.2%) which required wiring at the time of the index hemiarthroplasty; none of the patients that sustained an intra-operative fracture required any further treatment. A total of 20 hemiarthroplasties required further surgery for the cemented and uncemented cohort. A higher proportion of complications was seen in the uncemented (n = 16, 13.3%) than in the cemented group (n = 16, 5.5%; p = 0.007). Most complications in the uncemented group (n = 12) were due to a split in the calcar which required wiring and did not affect outcome. Re-operations in the uncemented group included one washout, one excision arthroplasty and two revisions to a total hip arthroplasty with the introduction of an acetabular component. In the uncemented cohort, there were 3 deaths within 7 days of surgery and 14 within 30 days of surgery. This article does not identify the causes of these deaths and does not attribute the deaths to the femoral component or the surgery. The authors do not identify specific patients within the text of the article. Only the uncemented cohort received a depuy product. The deep infection reported in the uncemented cohort required incision and debridement surgical intervention.